Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During the device analysis, the service repair technician, indicates that a r-unit (charged coupled device) was broken and therefore the resolution was inadequate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the resolution was inadequate due to broken r unit (charged coupled device) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.